Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified; however, the charging issue and touch screen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge when plugged into a computer usb port. Additionally, the wake button was not working and the touchscreen was unresponsive. The customer's blood glucose (bg) was 500 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.